Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra meter read inaccurately high compared to his feelings and / or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2014 at 6:30 am. At an unspecified date/time, the patient obtained a blood glucose result of ¿250 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (lantus; self-adjuster) and stated he took an increased dose of insulin (lantus, 24 units) in response to the alleged inaccurate result(s) obtained with the subject meter. At 11:00 am that same day, the patient reported developing symptoms of ¿weakness and shakiness.¿ it is not known what treatment, if any, the patient received in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/03/2014). The patient¿s meter has been returned on 10/17/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (11/13/2014). The patient¿s test strips have been returned on 11/4/2014 and evaluated by lifescan product analysis on 11/4/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.